Event description:
Boston scientific received information that four weeks post implant of this implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements greater than 125 ohms were noted on the chronic right ventricular (rv) defibrillation lead. A chest x-ray did not reveal any obvious issues. A revision procedure was performed which revealed that the setscrew for the distal terminal pin did not appear to be fully deployed as indicated by the initial lack of ratcheting sound with the torque wrench. Once the setscrew was fully deployed, the shock impedances returned to a normal value of 72 ohms. Impedance were normal (72 ohms) once set screw deployed fully. All other measurements were with normal limits. The procedure was successfully completed and all products remain implanted. No additional adverse patient effects reported.

Manufacturer narrative:
The device and right ventricular (rv) defibrillation lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately 2 months later, the patient attended a follow up visit due to a suspected shock received from his device. Upon interrogation, no detection of episodes, nor therapy had been delivered from the device recently. There had been two inappropriate shocks delivered due to atrial fibrillation some time ago, with shock impedances returning at 48 ohms. However, the shock impedance was noted to be greater than 125 ohms again. The measurement was repeated and sat around the 60-70 ohm mark for multiple measurements and then intermittently jumped to greater than 125 ohms again. This continued to be the case despite pocket manipulation. The device was then tested in multiple shock configurations. The impedances for rv to coil were 118 - 122 ohms and constant and stable; and rv to ra coil was 87-96 ohms constant and stable with no values greater than 125 ohms noted for either configuration. The decision was made to program the device to monitor only and the patient was admitted overnight for monitoring until re-intervention could be performed. A save to disk was performed and sent to a boston scientific technical service consultant and engineering for review. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon review of the data disk, daily measurements had been consistently within the range of 60-80 ohms. The shock vector was programmed triad. Confirmed that shocks delivered were maximum energy and shock impedance was 48 ohms. Additional investigation may be warranted at the clinic to better understand potential interference causing irregularity in the commanded measurements. However, the patient had been tested in three different settings. The last two commanded shock measurements were 68 ohms and 121 ohms. Review of the electrograms revealed clean, artifact free channels. All other lead measurements were normal. The device data disk did not suggest a lead issue or a device header issue. The engineers were able to review the individual vectors as performed at the last commanded measurements in triad. The results were normal with the occasional greater than 125 ohms. The last commanded measurement was 68 ohms. If there was a mere 2.4% difference in the ra coil to can, the output result would go from 68 ohms to greater than 125 ohms. The term used to describe this phenomenon is "dry pocket." Anything that causes high, device to body interface impedance; such as scar tissue, trapped air, excessive fatty tissue, and of course, insufficient moisture in the pocket can provide these measurement results. Based upon the "dry pocket" phenomenon and discussion with engineering and a boston scientific technical service consultant , the decision was made not to perform a revision procedure. The patient was programmed back to monitor plus therapy and was discharged home with a latitude home monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.